Event description:
It was reported that a death occurred. A watchman access system (was) double curve was positioned and a 33 mm watchman laa closure device & delivery system (wds) were selected for use during a left atrial appendage (laa) closure procedure. Implant was successfully completed without incident. No pericardial effusion was noted at the end of the case. Patient awoke from anesthesia alert and oriented. In the recovery unit approximately one hour post-procedure, patient became hypotensive and developed a pericardial effusion and cardiac tamponade. A pericardiocentesis was performed and a bolus of intravenous fluids was administered. Another bolus was administered an hour later and blood pressure did not increase for which a rapid response was called. Patient quickly turned to a critical condition and cardiopulmonary resuscitation was performed for approximately 60 minutes. All attempts failed and patient passed away 3 hours post-procedure.